Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a major leak in the casing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: d4. UDI, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. Per visual inspection, the enclosure back and front were cracked, drain/quick connector was corroded, water tank was leaking, and printed circuit board (pcb) was damaged. Per functional testing, the device was leaking from the bottom where the enclosure was cracked near the drain/quick connector fitting and was also leaking from the water tank reservoir gasket. The complaint was confirmed. The root cause was a cracked tank by the drain tube fitting and from worn tank gasket due to wear of usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.